Event description:
It was reported the patient presented to the ER (emergency room) with seizures and the patient¿s caregiver told the healthcare provider the pump needed to be refilled. Options, included having the pump interrogated by a company representative and calling the patient¿s pump managing physician to have the pump refilled were being considered. The pump was delivering baclofen. The cause of the event, interventions/treatment, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n201184, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).